Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). The physician predilated the target lesion with a non bsc device and then advanced the 3.50x20mm taxus express2 drug eluting stent (des). Before the des was deployed, the stent was dislodged in the ostial rca. The physician was able to successfully withdraw the stent with a snare and the procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported with the patient's current condition listed as "good".